Event description:
No additional event information to report at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip procedure on an unknown date. Subsequently, the patient was revised due to a periprosthetic fracture after a fall.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.